Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and it can be seen the lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. Here were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4) patient dissatisfaction. Explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to patient dissatisfaction and blurry vision. The lens was replaced with another abbott lens, the type and size were not provided. No further information was provided.